Event description:
It was reported that the patient¿s pacemaker exhibited capture anomalies. No intervention was performed. No patient condition was reported.

Manufacturer narrative:
The reported event of capturing problem was not confirmed. The device was returned for analysis. The device was at elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation including capture test measured normal capture results, and output signal verification found normal pacing parameters. Additionally, visual inspection of the header and connector did not find any contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device exceeded projected longevity indicating normal battery depletion.

Event description:
New information received indicates that the pacemaker was explanted and replaced. Patient status was not reported.